Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the reported serious injury, and perforation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated (B)(6) 2024. D4: the UDI is not known as the part and lot number were not provided. Attachment: post market clinical follow-up report (pmcf) title: post market clinical follow-up evaluation report stainless-steel coronary guide wires.

Event description:
This is filed to report adverse patient effects of perforation. It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht powerturn guide wire may be related to the adverse patient effect of perforation and the device malfunction of failure to cross and difficult advancement. Details are listed in the attached article, titled post market clinical follow-up evaluation report stainless-steel coronary guide wires. Please see the attached pmcf for specific information.